Event description:
The customer observed that occasionally, barcoded patient samples processed using a cell-dyn sapphire analyzer would be incorrectly mismatched to the specimen ID number and wrong patient name. Sample (B)(6) was replicated by the cd sapphire and potentially mismatched to an incorrect patient name. The customer uses a laboratory information system (lis) to further process patient data. No mismatched results or incorrect reports were released from the lab. No adverse patient outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition, with the blade intact and not broken off. The device was tested with a generator and was functional. It is possible that the customer returned the second device, which was used to complete the procedure.

Event description:
It was reported that during a general surgery procedure, the tip fell off. It did not fall into the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.